Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that the patient was implanted on (B)(6) 2009. This was after the neurostimulator's use before date of (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.